Event description:
It was reported that the patient presented at the emergency room with an arrhythmia. The pacemaker failed to interrogate and did not exhibit a magnet response, suspected to be due to premature battery depletion. The pacemaker was explanted and successfully replaced. The patient remained stable.